Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraine"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given 2005 initially, but in current pfs (B)(6) 2009 was given. She received treatment for dyspareunia, pelvic pain, abdominal pain, apareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became incident. Previously reported ¿injury¿ was replaced by more specific information: pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, migraine. Date of insertion was updated to (B)(6) 2009 (model updated to 305) and date of removal was added. Reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), migraine ("migraine"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, excision of endometriosis and ablation in (B)(6) 2011). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine pain, vulvovaginal pain, dysmenorrhoea, female sexual dysfunction, migraine, depression and anxiety outcome was unknown and the menorrhagia, abdominal pain, back pain, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, uterine pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given 2005 initially, but in current pfs (B)(6) 2009 was given.date(s) of insertion: (B)(6) 2009. She received treatment for dyspareunia, pelvic pain, abdominal pain, apareunia, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received. Reporters information updated. Event:abnormal bleeding (vaginal, ), dysmenorrhea (cramping),condition: depression and anxiety, vaginal pain , back pain , uterine pain were added. Medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.